Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. The root cause of the observed condition was determined to be an inductor, designator l1, on the pcb assembly. The customer received a replacement device.

Event description:
It was reported that the device would not operate on battery power. There were no reports of patient use associated with this event.